Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in july/august the patient had an operation for scabs on their scalp that formed around the extension/lead.